Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert him to dangerous glucose levels, a rapid blood glucose level increase rate, and failed to transmit accurate glucose information from the g6 system. It was alleged that the patient suffered serious injuries including but not limited to diabetic ketoacidosis and a gastrointestinal bleed requiring emergency hospital care, inpatient care in the intensive care unit and subsequent rehabilitation and diagnostic treatment for his injuries. No product or data was available for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - impact code - f18 rehabilitation. H6: health effect - clinical code - e1014 gastrointestinal hemorrhage. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the claimant¿s attorney.